Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-33, lot# v758541, implanted: (B)(6) 2011, product type: lead. Product ID 3093-33, lot# v758541, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that yesterday the patient¿s stimulator had been beating too hard. Today the patient went to use the patient programmer to check the implantable neurostimulator (ins) and decrease stimulation, but the programmer was showing a warning screen with just a telephone and error code 304. The patient was using regular alkaline batteries. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.